Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus tried to replicate the reported failure using olympus asset's cll-s700, ltf-s300-10-3d and performed functional testing. However, the customers complaint was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the screen of the video system center went black. And an e226 scope communication error message was displayed. The issue occurred, during a therapeutic procedure when connected to a scope. Turning the power on and off cleared the error and returned the screen to normal. The device was used to complete the procedure. There was no reported patient harm or impact, due to this event.